Event description:
The customer claims that the locking buckle on the cuff came off and tore from the material. There was no patient or personnel injury reported.

Manufacturer narrative:
(B)(4). Component(s), detachment of buckle. The product has been requested but has not been received. (B)(4).